Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on the cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 144 mmol/l. The sample was repeated twice, resulting as 154 mmol/l and 153 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number and expiration date were asked for, but not provided. The investigation was unable to find a definitive root cause. A contamination issue could be excluded.